Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: shaft separation requiring surgical intervention for removal. Device issue: shaft separation. It was reported that the mini vision stent delivery system (sds) was being used in a peripheral case and the shaft separated. The femoral artery had to be cut down and the separation shaft was surgically removed. Reportedly, there was no patient effect and the patient did fine. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the sds was returned with blood in the guide wire lumen and on the hypotube. There was moisture in the inflation lumen. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The inner and outer members were separated 4.3 cm distal to the guide wire exit notch. The fracture faces were cut smooth at the separation. The inner and outer member were pinched 4 mm proximal and distal to the separation. The hypotube and jacket were separated 14 cm proximal to the guide wire exit notch. The material was stretched and jagged at the separation. The fracture faces were ovaled as if the hypotube was kinked prior to separating. There were two kinks in the hypotube, 5.3 and 33.5 cm proximal to the hypotube separation. There was no other damage noted to the sds. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.